Event description:
Dr. (B)(6) sent an email on (B)(6) 2014 to notify merz that a physician, dr. (B)(6) reported that during a plastic surgery a mass has been extracted. The patient stated that radiesse has been injected (the injector is unk).

Manufacturer narrative:
(B)(4). F/u info was received on (B)(4) 2015: the mass was admitted to histopathological examination - there was no radiesse in it. The patient had a complex and contradictory history in which the patient claimed radiesse was injected. The patient was no provided the name of the injecting physician.